Event description:
It was reported that the device posted battery alarms during use and performed sporadic reboots. There was no information in the report which would reasonably suggest that patient consequences may have occurred.

Manufacturer narrative:
The device is not under a service contract but the local dräger s&s organization provided feedback to the customer on the phone; it could be determined that an overaged and worn battery was causing the reported symptoms. The device is back in use after exchange of the internal battery. Dräger concludes the following: the savina is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. Dräger recommends regular battery checks and an exchange interval of two years at average use conditions. The battery serves as an important feature to compensate mains power losses and thus, the user is advised to check battery availability during each instance of the pre-use test - the power plug shall be removed and, the user has to check if the device continues operation on battery. This test is able to identify an outdated or depleted battery. The device is four years old - it is plausibl that it was still equipped with the original battery installed during manufacture. Finally, lack of preventive maintenance and failure to follow instructions were the major contributing factors in the event.